Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the black box showed evidence of loss of prime illustrated with a call service alarm as a loss of prime due to low non-zero force warning event on 11/19/2014. The returned battery cap and a test cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly; no call service alarms or any other related warnings occurred during the investigation. The product performed within specification. Product analysis was unable to duplicate the ¿loss of prime¿ complaint. Unrelated to the initial complaint, the display contrast was found to be dim and pinkish.